Manufacturer narrative:
The account replaced the coiled cable and the power board to repair the bed.

Event description:
The account alleged that the bed is not reaching seat zone pressure. The account found the left coiled cable was frayed which exposed bare wiring and shorted the power board.